Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. The physician suspected they would need to replace the cuff with a larger one; however, the patient is now doing well and does not require surgical intervention. The device is still implanted. No further patient complications reported.